Event description:
Info reported in a medwatch report stated that a pt was presented to the emergency room with fever and abdominal pain three days following a polypectomy procedrue. The pt subsequently arrested and died. Two olympus scopes were used during the procedure because of the different size of the lumens and the procedure had been completed with the same two scopes. Pt injury was not noted during the polypectomy.